Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 150 mg/dl. The customer stated she was trying to change set when alarm occurred and is unable to rewind. Troubleshoot was performed for compromised force sensor system and the customer stated insulin is squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states the rewind message occurred after an alarm/alert. Customer states they are stuck in rewind complete/bolus delivery loop the customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. We were unable to perform prime test, occlusion test and excessive no delivery test due to loose drive support disk. The device was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.